Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced low blood glucose levels (60 mgdl) on (B)(6) 2026 which was managed with carb intake. Patient was unsure what led up to the event. No further information available.